Event description:
It was reported that the patient presented to the ER after experiencing chest pain for many hours through the night and was unresolved with nitroglycerin at home. Sinus rhythm with premature ventricular contraction was observed through egm. A third EKG showed no st-elevation. The patient became short of breath and diaphoretic. As the nurse attempted to procure vital signs, the patient became pale and cyanotio. The patient was noted to be bradycardic and pulseless.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. The patient expired and the cause of death was unknown.